Event description:
Patient had undergone a previous transforaminal lumbar interbody fusion, l4-s1, using back fix pedicle screw instrumentation. The patient developed signs and symptoms of increasing back pain suggestive of periosteitis around the screw to the level of l5. Upon removal of the instrumentation, there was found to be a fracture at the base of the left rod.